Event description:
The device was replaced due to the field advisory for this model. It was returned to the manufacturer and subsequently tested out of specification. No patient complications have been reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B) (4) preliminary testing revealed anomalous output conditions. The no output condition was the result of lifted hybrid bond wires.